Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter and display device were unable to complete a data transfer. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to complete a data transfer. No injury or medical intervention was reported.